Event description:
It was reported that during an irreversible electroporation ablation procedure using a faradrive sheath air was pulled into the sheath during aspiration. After the catheter was inserted into the sheath aspiration was performed and excess air was observed. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.